Event description:
A nurse attempted to perform quality testing (qc) on a new vial of surestep test strips. The high control test was attempted first and the meter failed the qc test. Three attempts were made and the meter failed all three tests. A new bottle of test strips was obtained. Using the same meter and the same qc high and low control material, the strips from the new vial passed both the high and low qc control tests each on the first attempt.